Event description:
It was reported that imaging revealed the l2 lead migrated. As a result, surgical intervention was undertaken on (B)(6) 2026, where the lead was removed. During removal of lead, the l3 lead was also pulled so both leads were removed and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.